Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) recorder is not working. There was no patient involvement.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) recorder is not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the unit. It was reported that the customer reinstalled the printer which resolved the issue. The iabp is back in service. H3 other text : device not returned to manufacturer.